Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator incorrectly interpreted signals which triggered inappropriate shock and caused the patient to experience pain. No changes or intervention was performed. The patient was in stable condition.